Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a diagnostic code for a restart. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. An authorized service provider (asp) evaluated the device on 29jan2026 and review the diagnostic report (drpt). The asp found that diagnostic codes 1101 and 3007 had occurred. When these two diagnostic codes occur concurrently, no action is required per the service manual. No part replacement was required for this device issue. Following the service of the device, the asp completed a cleaning, running test, and function test before returning the device to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.